Event description:
Information was received that a patient was priming a new smiths medical cadd-legacy 1, 6400 infusion pump, and the pump started alarming. Patient inspected pump and tubing. Patient also replaced batteries and tried new tubing. No patient involvement.